Manufacturer narrative:
Intuitive surgical inc. (Isi) attempted to contact the surgeon to obtain additional information regarding this incident; however, has been unsuccessful in getting a hold of the surgeon. Based on the information provided, the complaint is being reported, since the patient had suffered a bowel perforation after undergoing a da vinci hysterectomy procedure.

Event description:
It was reported that a patient had undergone a da vinci hysterectomy procedure on (B)(6) 2013 the patient was brought back to the hospital due to a bowel perforation. It is unknown at this time when the bowel perforation was noticed. The patient was recovering at the hospital and it is unknown whether the patient had any other complaints. The surgeon mentioned to the clinical sales representative (csr) that the problem was due to the assistant. The csr does not have any further clinical information as he was not at the site during the da vinci hysterectomy procedure. Intuitive surgical inc. (Isi) attempted to contact the surgeon to obtain additional information regarding this incident; however, has been unsuccessful in getting a hold of the surgeon. Based on the information provided, the complaint is being reported, since the patient had suffered a bowel perforation after undergoing a da vinci hysterectomy procedure.